Manufacturer narrative:
Manufacturer statement: manufacturing documents of the corresponding sn (B)(4) were already checked and found to be correct. To complete analysis / failure investigation the product needs to be received back from clinic. Clinic was already informed. But catheter delivery was not possible during available time frame of 30 days. As soon as we'll receive the catheter, its investigation will be conducted and further information will be forwarded within a follow-up report.

Event description:
The catheter was implanted with tunneling procedure. When tunneling, the catheter was forced through the scalp. Then the catheter showed for a while an unstable reading and finally the question mark on the connected monitor. After approximately six hours the catheter was explanted and a new raumedic catheter was implanted in the same burr hole and tunneled again. The patient need for this no additional anesthesia, since the patient was intubated over night and kept sedated. Also the patient got no additional drugs due to the mentioned event. The complete procedure had no impact on the health condition of the patient.

Manufacturer narrative:
Manufacturer statement: the catheter was investigated after return. This investigation demonstrates that there have been several cracks in the sensor membrane, which confirm a mechanical stress at the tip of the catheter. That results in a cracked sensor membrane so that an accurate measurement is not possible. Conclusion: during unpacking or implantation of the catheter, the tip was mechanically stressed, which led to a brocken sensor membrane. This kind of handling is caused by user error contrary to IFU.